Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3014704491-2023-00017 was sent in error. (Needlestick injury- self) is not considered to be a reportable malfunction. MFR#: 3014704491-2023-00017 is void as a result.

Manufacturer narrative:
After further review (B)(4), supplemental MDR correction to void MFR report # 3014704491-2023-00017 was determined to be inadvertently voided for (needlestick injury- self) is not considered to be a reportable malfunction. However, outer cover does not attach to remove needle from pen or cannot remove needle from pen is considered to be a reportable malfunction. - MFR report # 3014704491-2023-00017 has been determined was to be submitted for cannula through shield. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd relion pen needles needle went through inner shielf when reshielding. The following information was provided by the initial reporter: consumer reported needle went thru inner shield when reshielding. Stuck consumers finger. No medical attention needed. Just bandaid use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd relion pen needles needle went through inner shield when reshielding. The following information was provided by the initial reporter: consumer reported needle went thru inner shield when reshielding. Stuck consumers finger. No medical attention needed. Just bandaid use.